Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a blood loss event occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a nurse from the facility. The nurse stated that an air leak occurred which resulted in blood loss. Approximately five to ten minutes into a patient¿s hd treatment, air bubbles were noticed in the head of the dialyzer. The machine, a tablo hd system, alarmed with an air detected message instructing the operator to check for air in the lines. A question appeared on the screen asking if air was present in the lines. The nurse did not see any air in the lines, so they pressed "no" and the treatment was continued. Moments later, the alarm went off again. The same question appeared on the screen of the machine. This time there were visible air bubbles in the lines, so the nurse selected "yes". The nurse was not given an option to return the patient's blood, and they were required to set up the machine with new supplies (dialyzer and cartridge). There were no visible defects noted on the dialyzer or the cartridge. The nurse confirmed that all connections were secure, and there had not been any fluid leaks leading up to the event. The patient¿s estimated blood loss (ebl) due to the blood not being returned was 280 ml. The nurse confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after they were re-setup with new supplies on the machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.